Event description:
A physician successfully deployed an emboshield into the right internal carotid artery; the xact stent was successfully positioned and deployed; post-stent dilatation was performed with another brand of balloon; the emboshield was successfully retrieved. The pt experienced a neurologic deficit following angioplasty consisting of difficulty with speech and also weakness in the left side and left upper extremity. At the pt's one year check-up, the issue is continuing.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.